Event description:
It was reported that occlusion alarms occurred. Customer reported blood glucose level was "high" on the continuous glucose monitor. Elevated bg was address by correction injection via manual injection. Customer changed supplies to address the issue and resumed insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.